Event description:
It was reported by repair work order that the bed would not lower completely due to cpu board and potentiometer malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.